Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to an advisory/recall notice. The associated atrial lead was explanted during the procedure due to noise and an out of range impedance measurement.